Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 18-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell the friday prior to the report and thought she broke a lead because almost right away she noticed stim felt differently. The patient had an appointment with the hcp scheduled for (B)(6) 2020. No further complications were reported. See pe (B)(4) - charging issue.